Event description:
It was reported that before the surgery, cracks were noted on the seal. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/26/2025. D4: batch # unk. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2cb12lt device was returned with no damage in the external components. In addition, the packaging opened was returned along with the instrument. Upon visual inspection of the universal seal, one seal was found torn. The device was disassembled in order to evaluate the condition of the seal. Upon disassembling, the seal was found damaged and torn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. Use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal.